Event description:
It was reported that during the procedure, when the stent was introduced into the patient, it was noted that the stent was little twisted and would not be able to stay in normal shape. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Block h11: the returned contour ureteral stent was analyzed, and upon media and visual inspection, it was observed that the bladder coil buckled accordion and drainage holes look deformed. Additionally, the suture and positioner were not returned. A functional inspection was performed and the mandrel 0.039 was loaded into the device and no resistance was felt. The reported event was confirmed. With all the available information, boston scientific concludes that the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushed up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being buckled, consequently, affect the performance of the device generating the stent difficult to position. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that during the procedure, when the stent was introduced into the patient, it was noted that the stent was little twisted and would not be able to stay in normal shape. The procedure was completed with another same stent and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.